Manufacturer narrative:
(B)(4). Batch #: m92c8c. (B)(4). Investigation summary: the handpiece was received disassembled and the "transducer assembly" attached to a harh23 device. The nose cone was cracked. The "transducer assembly" was forcibly removed from the disposable. No functional testing could be done due to the condition of the returned device. Therefore, we were unable to investigate further the pre run issues reported. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive. "Positive moisture indicator" describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that, during an unknown procedure, the device did not pass the pre-run test after the device was set. Then the nurse tried to take off the device, but the device did not come off. The nurse tried it for several times, but the device did not come off and the handpiece broke. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.